Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network station) shut down on its own while monitoring a patient and would not power back on. The customer sent the device in for evaluation. The reported event was duplicated during the evaluation and an exchange device was sent to the customer. The unit was cleaned and evaluated. The reported problem of no display was duplicated. Customer was sent a new exchange. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the rns (remote network station) shut down on its own while monitoring a patient and would not power back on. The customer sent the device in for evaluation. The reported event was duplicated during the evaluation and an exchange device was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) shut down on its own while monitoring a patient and would not power back on.